Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported sticky flaps in both eyes while creating standard flaps during laser treatment. There was almost a vertical gas breakthrough at the inferior part of the flaps. This seems to be due to the thin flap (90 microns) created and concentration of laser energy at the that location. The surgeon lifted the flaps with a blade to separate the tissue and treated the bed. The flap was repositioned and a bandage contact lens was placed on both eyes. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Review of the logfile for the day of treatment shows no errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed. The logfile showed successfully performed treatments. The energy was stable during treatment day. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated surgery within the recommended energy settings, but performed a very thin flap. No technical root cause could be identified. No technical root cause was identified as the product was found to be within specifications. The root cause could be thinner flap setting by the user that could cause vertical gas breakthrough and sticky flap. The manufacturer internal reference number is: (B)(4).